Event description:
The tech reported the right head side rail will not raise to the latch postion. No patient injury reported.

Manufacturer narrative:
The tech found the right head side rail slide bracket is bent. Per the hill-rom service manual, the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the side rail and ensure that it latches properly. Adjust if necessary. The technician replaced the right head side rail slide bracket to resolve the issue. Based on this information, no further action is required.